Event description:
Add'l info rec'd from MFR 1/25/04: lot number: d1923 indicated in report and found on outer box. Device returned to pouch with lot number d1918. The event is described as follows in both reports: "physician attempted to place femstop. Inflated on pt and would not hold air in femostop balloon." No pt problems were reported in any of the reports. The pneumatic pressure dome was submerged in water and inflated by a pump. A leakage was found where dome is glued to the arch. The complaint was confirmed. It was not possible to keep the pressure dome inflated. The event can be attributed to failure of the device. A complaint report was sent from the customer directly to radi medcial systems, inc december 12, 2003. The actual device was forwarded to radi medical systems ab, for evaluation jan 19, 2004. The model, 11162, involved in the reported event, is no longer manufactured. The dome of the presently produced model of femostop femoral compression system, catalogue number 11163, is glued to the arch by a different process.

Event description:
Physician attempted to place femostop. Inflated on pt and would not hold air in femostop balloon.